Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6089594, medical device expiration date: 09/30/2017, device manufacture date: 03/29/2016. Medical device lot #: 6299981, medical device expiration date: 04/30/2018, device manufacture date: 10/25/2016. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gave erroneous results they had oil gel globules.